Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator: (B)(6) 2008; 4024 implantable pacing lead: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The inner and outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and both the inner and outer insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. Both the inner and outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported that the atrial lead had low impedance and the ventricle lead had elevated thresholds. Both leads have been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.